Manufacturer narrative:
Per the clinic, the patient underwent magnet replacment surgery on (B)(6) 2025 under general anesthesia.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement due to an MRI (specific tesla strength not reported) on (B)(6) 2025 (specific date not reported) leading to device non-use. The clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.